Event description:
Contacted regarding an elevated keep troponin result from a single pt that was generated by the access 2 instrument. The elevated accu tnl result sample a was 0.65ng/ml. And the elevated accu tnl result from sample a was reported out of the lab. The customer indicated later that day, a new sample (b) for accu tnl was collected from the pt. The accu tnl result from sample b was 0.05ng/ml and the result was reported out of the lab. The customer questioned the accu tnl results from sample a after obtaining the lower accu tnl result from sample b. The customer retested sample a and the repeated accu tnl result was 0.05ng/ml the repeated accu tnl result from sample a was reported out of the lab as a corrected report. There has been a no change to pt treatment or any injury that can be attributed to this event.